Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient experienced pain in their extremities and an approximate blood glucose of 500 mg/dl, while wearing the pod between 4 and 24 hours on the arm. Subsequently, patient visited the emergency room and was diagnosed with hyperglycemia. Treatment included intravenous therapy and 12 units of insulin via medtronic brand insulin pump. Pod is no longer available as it was discarded at the hospital.